Manufacturer narrative:
Attempts to retrieve the device is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a valve model 7300tfx31 was explanted from the mitral position after an implant duration of three (3) years and nine (9) months due to early valve degeneration leading to severe stenosis and regurgitation. Reportedly, there was total restriction of the anterior leaflet motion. Shortness of breath was experienced by the patient before valve replacement. The patient was 54-years-old at the time of the first mitral valve replacement. A 31mm non-edwards mechanical valve implanted in replacement. The patient was noted as to be doing well after the procedure.

Manufacturer narrative:
The device history record (DHR) review showed that this device passed all manufacturing inspections prior to release. No non conformances were identified that could be related with the reported event. Pannus overgrowth, or host tissue, is considered to be a form of non structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a non thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Host fibrous (pannus) tissue growth is not a malfunction of the device. In this case, the most likely cause is patient factors.

Manufacturer narrative:
The device was returned for evaluation. Customer report of stenosis and valve degeneration was confirmed through observed host tissue overgrowth. Customer report of regurgitation was not able to be confirmed through visual observations. X-ray demonstrated wireform intact. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 8mm on leaflet 3 at the inflow aspect and approximately 10mm on leaflet 3 at the outflow aspect. Host tissue overgrowth fused leaflets 1 and 3 by approximately 3mm at commissure 1, leaflets 1 and 2 by approximately 1mm at commissure 2 and leaflets 2 and 3 by approximately 2mm at commissure 3 on the outflow aspect. Host tissue overgrowth on the stent circumference was minimal at both the inflow and outflow aspect. Host tissue overgrowth restricted leaflet mobility and led to stenosis.